Manufacturer narrative:
Concomitant medical products: product ID 748251 lot# serial# (B)(4) explanted: (B)(6) 2022 product type extension product ID 64001 lot# serial# unknown explanted: (B)(6) 2022 product type adapter product ID 37612 lot# serial# (B)(4) explanted: (B)(6) 2022 product type implantable neurostimulator product ID 748266 lot# serial# (B)(4) implanted: explanted:(B)(6) 2022 product type extension product ID 64001 lot# serial# unknown explanted: (B)(6) 2022 product type adapter. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 01-oct-2014, UDI#: (B)(4); product ID: 64001, serial/lot #: unknown, ubd: 01-oct-2014, product ID: 748266, serial/lot #: (B)(4), ubd: 19-may-2014, UDI#: (B)(4); product ID: 64001, serial/lot #: unknown, ubd: 19-may-2014, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were impedance issues and believed to be from a disconnection, although the cause of the disconnection was unknown. So the stimulator/extension were removed and replaced with new ones. There were no symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID 748251 lot# serial# (B)(6) explanted: (B)(6) 2022 product type extension product ID 64001 lot# serial# unknown explanted: (B)(6) 2022 product type adapter product ID 37612 lot# serial# (B)(6) explanted: (B)(6) 2022 product type implantable neurostimulator product ID 748266 lot# serial# (B)(6) explanted: (B)(6) 2022 product type extension product ID 64001 lot# serial# unknown explanted: (B)(6) 2022 product type adapter product ID 3550-29 lot# serial# unknown product type accessory product ID 3550-29 lot# serial# unknown product type accessory h3: pli 10: analysis of the ins had shown that it passed all functional testing and there were no significant anomalies. Pli 20: analysis of the extension had shown that it was returned segmented but passed all electrical testing. Pli 30: analysis of the adapter had shown that it was broken/torn under connectors #0 and #3, but wasn't considered a significant anomaly. Pli 40: analysis of the ins had shown it passed all functional testing. Pli 50: analysis of the extension had shown that it had broken conductors in the body of the extension. Pli 60: analysis of the adapter had shown it passed all functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.